Manufacturer narrative:
Manufacturer dates for all devices: unknown.

Event description:
Indication for procedure: battery change with removal of recalled mdt sprint fidelis lead (rv). Procedure: this was a left-sided procedure conducted in the ep lab. The md attached the lld-ez to the distal tip of the cardiac lead and began lasing with a 14f sls. The md lased for approx 16+ minutes with minimal progress noted. The md then up sized to a 16f sls, passing with relative ease to the proximal coil and lased for approx 4 minutes. At this time, it was noted the pt's respiratory rate had changed. The anesthesiologist was called, came into the room within minute and began bagging the pt. The md performed a pericardiocentesis, CPR initiated and a code was called. CPR continued for approx 40 minutes until the md called a halt to the resuscitation efforts. Analysis: there were no devices returned for analysis. No product-related complaints associated with this event were reported by the physician. Patient outcome: death.